Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model # m-4800-01, serial # (B)(4)); smartablate generator (model # m-4900-07, serial # (B)(4)); smartablate pump (model # m-4900-08, serial # (B)(4)); soundstar 10fr catheter (model # m-5723-16, lot # g4005047); pentaray nav eco catheter (model # d-1282-08-s, lot # 17407113l). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. Post procedure, after removal of the sheaths, the patient was noted to have low blood pressure. A transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and approximately 300-400cc of blood and fluid was withdrawn. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.